Event description:
It was reported that the pulse generator had gone into backup vvi. The patient was asymptomatic, with a presenting rhythm of 67.5 pulses per minute vvi paced. The hardware elective replacement indicator (eri) byte was checked, but an error message was displayed. Due to telemetry corruption, further troubleshooting could not be performed. The device was replaced.

Manufacturer narrative:
No medwatch form was received.